Event description:
It was reported that the patient had been hospitalized due to hypoglycemia on (B)(6) 2024 at salzkammergut klinikum gmunden. Specific blood glucose levels were not provided. Symptoms reported include loss of consciousness. The patient reported administering too much insulin which required them to seek medical assistance. The patient reported being hospitalize for 2 days before being discharged on (B)(6) 2024. Specific details regarding the medical event were solicited, but unavailable as the patient stated that they were "nearly unconscious" when it had occurred and does not remember.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.